Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 2 read as an open circuit during electrical testing due to a fracture in conductor wire 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture of conductor wire 2 remains unknown.

Event description:
This report is to advise of a fracture with exposed wire noted during analysis.